Event description:
The customer observed one hemolyzed specimen sid (B)(6) with h indices 2.4 and potassium 8.1 did not hold the results on ams aniq software generated from alinity c processing module. The customer expected that the hemolyzed specimen supposed be hold if hil indices with rule of if h=0.969 and k>=3.4 then hold k(potassium) as !h. The abbott field service representative (fsr) performed software upgrade 3.02 on 05feb2025 during that time hil threshold of the rule t_index2of3_new changed to 4.999 from 0 that cause that hemolyzed specimen sid (B)(6) did not hold the results. There was no discrepant patient results reported out of the laboratory. The abbott fsr corrected hil threshold to 0 from 4.999 and verified by running sid (B)(6) to confirmed hil rule working properly. No impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation on the aliniq ams software included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. The complaint investigation performed by the aliniq ams technical group the results for the hil (hemolysis, icterus, lipemia) index and liver function tests (lft) were processed correctly. However, when an ec (electrolyte concentration) test was added, the original hil index failed to flag the potassium (k) level. The root cause was identified as a clerical error by an abbott representative. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency of aliniq ams middleware, version 3.02, was identified.

Event description:
The customer observed one hemolyzed specimen sid (B)(6) with h indices 2.4 and potassium 8.1 did not hold the results on ams aniq software generated from alinity c processing module. The customer expected that the hemolyzed specimen supposed be hold if hil indices with rule of if h=0.969 and k>=3.4 then hold k(potassium) as !h. The abbott field service representative (fsr) performed software upgrade 3.02 on (B)(6) 2025 during that time hil threshold of the rule t_index2of3_new changed to 4.999 from 0 that cause that hemolyzed specimen sid (B)(6) did not hold the results. There was no discrepant patient results reported out of the laboratory. The abbott fsr corrected hil threshold to 0 from 4.999 and verified by running sid (B)(6) to confirmed hil rule working properly. No impact to patient management.